Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being reported for the clip detaching from posterior leaflet, the clip being deployed in the chordae, and an additional clip implanted to stabilize. It was reported a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. An ntw grasped medial a2/p2 on the third attempt. Leaflet insertion assessment was performed in all views, an appropriate tissue bridge was noted, appropriate mr reduction noted (grade 1) and gradient was down to 3.8mm/hg. After the second establishment of final arm angle (efaa) was performed it was noted that there was no longer an adequate grasp of the posterior leaflet, rather chordae was predominately grasped with part of the posterior leaflet. The posterior leaflet had become free and the clip was attached entirely to chordae. There was no increase in mr and the clip was deployed where it remained stable. An additional nt clip was then deployed to stabilize. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported difficult leaflet grasping appears to be due to procedural circumstances during positioning/grasping. The cause of the reported single leaflet device attachment (slda) could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6 device code 2687 removed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported difficult or delayed positioning (leaflet grasping) appears to be due to procedural circumstances during positioning/grasping. The cause of the reported foreign body in patient associated with the clip being implanted on one leaflet and chordae after detachment from the posterior leaflet following lock line removal could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.codes removed, return device status update h6 medical device problem code 2507 removed.

Event description:
This is being reported for the clip detaching from posterior leaflet, the clip being deployed in the chordae, and an additional clip implanted to stabilize. It was reported a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. An ntw had difficulty grasping medial a2/p2 but got it the third attempt. Leaflet insertion assessment was performed in all views, an appropriate tissue bridge was noted, appropriate mr reduction noted (grade 1) and gradient was down to 3.8mm/hg. After the second establishment of final arm angle (efaa) was performed it was noted that there was no longer an adequate grasp of the posterior leaflet, rather chordae was predominately grasped with part of the posterior leaflet. The posterior leaflet had become free and the clip was attached entirely to chordae. There was no increase in mr and the clip was deployed where it remained stable. An additional nt clip was then deployed to stabilize, reducing mr to grade 1. No additional information was provided.